Event description:
The patient experienced increased pain, which resulted with in-patient / prolonged hospitalization. The pump was noted as "possibly flipping in the wound/inversion" and causing the catheter to leak. Drugs delivered were dilaudid, bupivacaine and baclofen (compounded). It was later reported that a bolus was given through the pump and pump was functioning normally. The event was noted as "ongoing"; a follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the pump was in fact flipping within the pump pocket. The event outcome was reported as ongoing with no further action needed.

Event description:
A motor stall occurred (B)(6) 2012. There was no recorded recovery but logs recorded 25 days later showed the device was able to perform a bolus indicating the pump was functioning normally and the stall had recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer 8835, serial# (B)(4), implanted: unk, explanted: unk. Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)